Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device had a motor stall. The stall was confirmed in the event logs with no motor stall recovery recorded. A tube set error also appeared. The drugs used in the pump at the time of the event were hydromorphone and bupivicaine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.